Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with 300cc mentor smooth round moderate plus profile saline breast implant experienced left-sided implant deflation postoperatively. As a result, the patient underwent explantation and replacement with like device, catalog # 3502300, left lot-serial # (B)(4) on (B)(6) 2021. Upon explantation, the surgeon noted a pinhole leak on the breast implant.

Manufacturer narrative:
On july 13, 2021 the mentor failure analysis lab has received the device for evaluation. Patient also experienced breast pain. The investigation of the returned device was completed by the failure analysis lab on july 27, 2021. Device evaluation summary: according to the information received, the patient experienced breast pain and deflation in the sm mpps dv 300cc implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 300cc returned device. Leak testing was performed, according to mentor procedure, and four (4) tears (a, b, c, and d) were identified on the posterior aspect, each one measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the four tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).